Manufacturer narrative:
UDI: (B)(4). This actual device was returned for evaluation. During repair it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper device maintenance which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6), that during service and evaluation, it was determined that the compact air drive device could not engage the attachment coupling, there was an air leak, the mode switch resistance was too low, there was excessive noise, and low power. It was further determined that the device failed pretest for check the power with the test bench, check for excessive noise, function of the soft mode switch (safety system), air leak, attachment coupling with attachments and attachment coupling. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown but was noted to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.